Event description:
It was reported the physician was using a safire catheter to create geometry on the ensite system. While attempting to torque the catheter, the outer layer of the catheter broke, exposing the internal wiring. The technique he was using to torque the catheter was by holding the sr0 sheath with his left hand and twisting on the body of the catheter (not the handle) with his right hand. The catheter was then removed without difficulty and was replaced with a similar product.

Manufacturer narrative:
One 7f safire catheter was received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed a separation in the body portion of the catheter. The separation was completely through the braided jacket. Stretching and rotation of the shaft were visible. It could not be conclusively determined how the separation occurred. Additional sem (scanning electron microscope) analysis was completed on may 18, 2007 which confirmed a circular shear force. This shear force was outside the expected design limits of the product.